Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer fell down and dropped the pump. Subsequently, a cartridge alarm 1 occurred during bolus deliveries. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was approximately 100 mg/dl.